Event description:
It was reported that a system error (se) 2267 alarm (air in set/line) occurred on the homechoice (hc) device before patient use. The nurse needed more information about the se. The technical service representative (tsr) explained the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.